Event description:
As reported, a 65cm 1200psi catheter extension tubing was released while the metal part remained connected to a non-cordis catheter that was being used during this procedure and the tubing was separated. As a result, a new 65cm 1200psi catheter extension tubing was used, and the procedure was completed without any complications. No angiograms were taken with the extension tubing prior to the damage observed. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: a 65cm 1200psi catheter extension tubing was released while the metal part remained connected to a non-cordis catheter that was being used during this procedure and the tubing was separated. As a result, a new 65cm 1200psi catheter extension tubing was used, and the procedure was completed without any complications. No angiograms were taken with the extension tubing prior to the damage observed. The product was not returned for analysis. However, pictures were provided for review. One file with 3 pictures related to the reported event was attached by the customer. The picture #1 shows insert separated from the retainer (the catheter tubbing is not attached to the retainer). The picture #2 shows the inner label and the following information can be read: catalogue# 502101d, lot #18173454 and use by date# 2025-12-31. The picture #3 shows the retainer (attached to the tubing) held by the operator; the insert component is separated from the rest of the assembly. No other anomalies of the product were noted in the attached pictures. A product history record (phr) review of lot 18173454 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retainer (extension tubing-only)-detached¿ and ¿catheter extension tubing - separated¿ were confirmed through analysis of the attached pictures. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. According to the safety information in the instructions for use, ¿to prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension. To minimize blood intrusion, keep the catheter extension filled with heparinized saline solution or contrast medium.¿ neither the phr review nor the product images analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time until the product is received to proceed with a complete analysis.

Event description:
As reported, a 65cm 1200psi catheter extension tubing was released while the metal part remained connected to a non-cordis catheter that was being used during this procedure and the tubing was separated. As a result, a new 65cm 1200psi catheter extension tubing was used, and the procedure was completed without any complications. No angiograms were taken with the extension tubing prior to the damage observed. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18173454 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.